Manufacturer narrative:
Reporter is a synthes employee. Part #: 05.000.008, synthes lot #: 005779, supplier lot #: 005779, release to warehouse date: april 10, 2014, supplier: (B)(4), no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The customer reported the hand piece for battery powered driver was not working. The repair technician reported the device failed to run in forward and ran intermittently in fast-forward & reverse. Also, the membrane vent was found dirty. The cause of the issue was damaged component. The item will be repaired per the inspection sheet, and returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the hand piece for battery powered driver had no speeds work. The issue was observed during weekly audit of equipment. There was no patient involvement. This report involves one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).